Manufacturer narrative:
Model number/catalog number: sc-2408-56; serial number: (B)(4); model/catalog description: avista MRI perc lead kit 56 cm the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that during the implant procedure the patient had a negative reaction to anesthesia. The procedure was aborted after placing the leads into place.

Manufacturer narrative:
Additional information was received that the patient had heightened blood pressure and was restless post testing. It was also reported that the physician felt the case needs to be aborted.

Event description:
A report was received that during the implant procedure the patient had a negative reaction to anesthesia. The procedure was aborted after placing the leads into place.